Event description:
It was reported during surgery, low values and loosening on the distal electrode were noted. There was no reported pt injury.

Manufacturer narrative:
One 7f livewire tc catheter was received for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, visual inspection of the returned product revealed a separation between the grey shaft and the tip electrode. Two splits were also observed in the cured uv adhesive circumference at the distal end of the gray shaft.